Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During unrelated device replacement due to normal battery depletion, high capture threshold was noted in the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. The patient was stable.